Manufacturer narrative:
The reported missed air-in-line alarm issue was not confirmed. Zyno medical received the device evaluation result from the service provider on 02/05/2019. The affected pump was evaluated on 01/18/2019 and was found to pass the air-in-line alarm test. The drip chamber was flipped to allow air into the tubing and created 1 inch long air bubble. The alarm was activated. The pump was tested to meet full specifications on 01/18/2019.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00072).

Manufacturer narrative:
The affected pump is not yet returned to the distributor.

Event description:
On 12/24/2018 a distributor of zyno medical forwarded a complaint received from an user facility on 12/21/2018: "we had a zyno pump not alarm us that there was air in line. The nurse was standing beside the pump talking with patient and noticed there was 12 inches of air in the line below the pump! Pump was continuing to pump air through the line. No alarms sounded. We have taken the pump out of service." The distributor confirmed that no patient injury occurred. No other patient information or medication used at the time of the event was available.